Event description:
It was reported to kendall/tyco healthcare on 04/03/2006 that a customer had a problem with the yankauer suction catheter. The customer states "the yankauer tip detached sometime during the extubation of the pt and landed on the floor. The nurse stated that she was unsure when the tip detached but was located on the floor after the procedure. No pt injury was noted."